Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop vocal cord paralysis. There is no report of the medical intervention that the patient has received at this time. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged sleep problem, respiratory problems, vocal cord paralysis. In the initial report h10 section was marked incorrectly. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no evidence of contamination. An internal visual inspection was completed by the manufacturer.the manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 32 instances of e- 200 on the error log. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6,h10 has been updated/corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop vocal cord paralysis. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.